Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine experienced an issue due to venous pressure not being able to be tracked and high tmp. The event occurred during treatment while the patient was connected. Patient opted to cancel treatment, and 50ml of blood were lost. Ultimately patient was able to complete treatment on a different machine, there was no indication of patient harm or adverse event. A fresenius (B)(4) technician was scheduled to service the reported machine. This report was received from fresenius (B)(4).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A customer reported to fresenius mexico that a 2008k2 machine experienced an issue due to venous pressure not being able to be tracked and high tmp. The event occurred during treatment while the patient was connected. Patient opted to cancel treatment, and 50ml of blood were lost. Ultimately patient was able to complete treatment on a different machine, there was no indication of patient harm or adverse event. A fresenius (B)(4) technician was scheduled to service the reported machine. This report was received from fresenius (B)(4).